Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that during patient use, the ventilator made a high pitched continuous alarm with red flashing lights around the encoder knob. The registered nurse (rn) pressed the encoder knob and the alarm and flashing lights stopped. There was no harm to patient. Patient was hand-bagged by the user and placed on another ventilator. In the debug logs, it showed a critical thread failure activation with a ventilator reset and restart of ventilation.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.